Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occured. The target lesion was located in the popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon ruptured occured. The target lesion was located in the popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned device consisted of a coyote es mr balloon catheter. The balloon was loosely folded and with balloon and inflation lumen. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 21 mm in length. Inspection of the remaining device found no other defects or irregularities.